Manufacturer narrative:
(B)(4). The additional proglide device is being filed under a separate medwatch report number. Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture [suture deployed outside the device] could not be confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 8fr sheath, after a ablation procedure. Reportedly, the proglide device had a stitch deploy on the outside of the device. A second proglide device "didn't feel right from the beginning" and failed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.